Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that both of the patient's pumps alarmed when the same cassette was used. The batteries and tubing were changed, but the alarm persisted. After a new cassette was prepared, the pump worked fine. No patient injury was reported.